Event description:
The patient reported that their pump does not make a sound for bolus and alarms. They had checked the setup to make sure that the sound for bolus was not turned off. It was not turned off.